Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and removal of textured implants due to concern with the product. Device has been replaced.

Event description:
Healthcare professional reported right side rupture and removal of textured implants due to concern with the product. Device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, brown particles and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side anterior assessed as unidentified (tear) opening.